Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient further reported that the "guide wires (sic) was broken."

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds and high impedance. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.